Manufacturer narrative:
The system was used for treatment. A review of kit lot d702 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, occlusion system alarm, leak centrifuge alarm, and centrifuge bowl leak/break. No trends were detected. No corrective and preventive actions were initiated for these complaint categories. The photos have not yet been received at the time of this report. A supplemental report will be filed when the analysis of the photos is complete. Meddra codes: lt-device malfunction-10063829. (B)(4).

Event description:
Customer called and reported occlusion system alarm during elutriation in first cycle. Customer had already undertaken troubleshooting according the information given in the operator's manual. Customer had checked the kit and found no kinks. Customer stated no aggregates or clots where observed. Clinical services specialist advised the customer to administer a saline bolus of 30 ml; customer did so. After restart of the treatment, occlusion system alarm recurred. After customer had reset the alarm and tried to restart, leak centrifuge alarm occurred. Css advised to check the centrifuge bowl and the customer found a leak at the rotation seal. Css advised the customer to abort the treatment. Customer decided to not return the volume to the patient. Customer did not want to return the kit. Customer agreed to send photos of the centrifuge bowl.

Manufacturer narrative:
Photographs were received for analysis. A leak was confirmed from the bowl seal. The root cause of the occlusion system alarm and leak at the rotating seal of the bowl assembly is, likely, unexpected pressure build up within the bowl nest. No manufacturing defects were identified. Review of the device history record found no related nonconformances. The complaint lot passed all lot release testing. A material trace of lot d702 for the bowl assembly found no nonconformances. Complaints are monitored through tracking and trending. If additional information is received, complaint record will be reopened and processed accordingly. (B)(4).